Event description:
It was reported that this left ventricular (lv) lead recorded high out of range pacing impedances as well as high pacing thresholds. The associated cardiac resynchronization therapy defibrillator (crt-d) was replaced but his lead remains in service. No adverse patient effects were reported.